Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) (B)(4), alleging that her onetouch verio flex meter was displaying an ¿error 4¿ message during testing. The complaint was classified based on the customer service representative (csr) documentation. The patient reported that the alleged meter issue began on an unspecified morning one week prior to contacting lfs. The patient stated that she manages her diabetes with a combination of oral medication, diet and exercise and denied making any changes to her usual diabetes management regimen due to the alleged error message appearing. The patient reported that a couple of minutes after the alleged issue began, she developed symptoms of ¿hand tremors¿ and feeling ¿dizzy¿. In response to the symptoms, the patient reported treating herself with coffee and food. The patient denied using any other device to test her blood glucose. At the time of troubleshooting, the csr noted the subject meter was not being used for the first time. The csr documented that the incorrect testing process was being followed by re-using the lancet. The csr walked the patient through a retest and the alleged error message was not reproduced. The alleged meter issue was resolved. The products involved in the complaint were requested back for investigation and replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms that meet lfs¿ criteria for a serious injury adverse event after the alleged product issue began.